Manufacturer narrative:
The product was not returned; it was discarded by the hospital. An evaluation of this device could not be performed. A device history review was performed and there were no nonconformities related to the manufacturing of this device. A CAPA has been opened and is currently in the investigation phase. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that during the procedure of a mitral valve repair on a (B)(6) female, (B)(6). Due to the patient's small size of femoral vasculature a dual cut-down approach was used. The balloon was placed in the ascending aorta and approximately 30 cm of the intraclude was remaining outside of the patient. When the clamp lock was actuated it did not lock against the device. It was determined that the clamp lock was not on the strain relief but instead on the shaft. Cardio pulmonary bypass was initiated and the balloon migrated towards the aortic valve. The procedure was started and about 3/4 of the way through when occlusion was lost (blood in field, dramatic drop in balloon pressure from mid 300 mmhg to approximately 50 mmhg, blood aspirated in syringe when deflated). The device was removed and another intraclude was used (total time to remove device, prep and place another device, and arrest the heart was 7 minutes). The new device had the same issue (clamp lock not on strain relief) so it was held in place by an assistant. No further complications were seen and the rest of the procedure was performed as normal. No harm to patient.

Manufacturer narrative:
Device discarded by hospital. No product for evaluation.